Event description:
It was reported that this right atrial (ra) exhibited high impedance and high thresholds due to a fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.